Manufacturer narrative:
The reported complaint that the thermogard xp ivtm system (sn (B)(6) displayed tcmid:05 (coolant diff failure) and tcmid:08 (coolant temp low) error messages was confirmed based on the event log review. Tcmid: 08 was also confirmed during functional testing. The probable root cause for both error messages was a failure of the lm34 a/b temperature sensor. The event log review indicated tcmid:05 and tcmid:08 error messages, thus confirming the reported complaint. The thermogard xp ivtm system failed functional testing during the self-test, due to the displayed tcmid: 08 error message, confirming the reported complaint. The reported tcmid:05 error was not reproduced during functional testing. Both error messages are likely attributed to a failure of the lm34 a/b sensor, and the sensor was replaced to remedy the reported complaint. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with sn (B)(6).

Event description:
The customer reported the thermogard xp ivtm system (sn (B)(6) displayed tcmid:05 (coolant diff failure) and tcmid:08 (coolant temp low) error messages during patient treatment. The customer used another console to continue treatment. No impact or consequence to the patient.